Event description:
Reportable based on analysis approved on (B)(4) 2015. A 2.50mm x 20mm emerge¿ balloon catheter was received at the complaint investigation site as an extra device. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. There was blood in the inflation lumen and wire lumen. There were numerous hypotube and shaft kinks. Magnified inspection identified a 5mm longitudinal tear in the balloon material on the distal end of the balloon. Microscopic examination of the balloon presented no irregularities in the balloon material and ro markerbands that could have contributed to the damage. No proximal weld damage was found. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).